Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that during a cataract surgery and intraocular lens (iol) implantation procedure, the lens was found deformed inside the company's cartridge. There was no contact with the patient, and the lens was not used. The issue was identified after the product was opened. The patient did not require any medical intervention related to this complaint. According to the surgeon, the patient was not impacted or harmed due to the device's performance. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified cartridge was used with a non-qualified handpiece. Two viscoelastics were used. Only one of the viscoelastics was qualified for use with this lens or cartridge combination. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece and viscoelastic was used. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable intraocular lens (iol)s. No unqualified lenses should be used with the company intraocular lens (iol) delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lens (iol)s. Company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. It is unknown if adequate viscoelastic was placed into the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.